Event description:
Pt had supra cervical hysterectomy for massive fibroids and menorrhagia. Bovie tip had come off during the procedure. Pt was readmitted to remove the tip and repair the injury to the small bowel. Products were returned by the director of or (B) (6), who no longer work at (B) (6) med ctr.